Event description:
It was reported that the pt underwent a revision surgery to remove a posterior construct with a fractured rod and replace with a new construct. No pt complications were report.

Manufacturer narrative:
The device has not been returned to medtronic for eval. It was reported that the pt has possession of the devices and will not release them for eval. Unable to determine cause of the event.